Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A medtronic representative, following up with the site, reported that the patient archives and the information of registration was unable to be provided. A software investigation was completed but was unable to determine a probable cause based on the information provided.

Manufacturer narrative:
Patient information was not provided by the site. No parts have been replaced or returned.

Event description:
A medtronic representative reported that inaccuracy was not acceptable to the surgeon after an incision had been made and that navigation was discontinued. The surgery was completed without navigation. No patient impact reported.